Event description:
A pt received an overdelivery of chemotherapy due to a programming error. The pt was to be given a 1750 mg/d infusion of 5fu over 96 hours. The pump was programmed and the setting was checked by another nurse and the infusion commenced at 1300 hours on 8/2/05. When the pt returned the next day at 0900 he said the infusion had finished during the previous evening. Upon reviewing the settings it was noted that the pump had been programmed at 48 ml/hr rather than at the correct rate of 2 ml/hr. This was attributed to their unfamiliarity with this particular device which can only be programmed in ml/hr rather then ml/24 hr which is what they were accustomed to. The pt was monitored over the next 6 days for any side effects, the pt reportedly felt fine and no ill effects were reported.